Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that when using high pressure during a CT examination, the medication leaked from a bd venflon¿ pro safety peripheral safety IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
One actual sample (cannula hub assembly without cannula) was returned for investigation of this complaint. Visual inspection was performed on the injection valve. A clean cut was observed on the valve. The sample was further subjected to x-ray analysis. The valve has a cut at the injection port. There is no damage on the non-exposed valve area. The manufacturing process was reviewed and there is no process that could cause the nonconformance. The manufacturing process includes a 100% inline valve leakage test. A cut valve will automatically be rejected. A device history record review showed no non-conformances associated with this issue during the production of this batch. Based on the sample evaluation, the valve could had been cut by sharp object. The manufacturing process was reviewed and there is no tooling that will come in contact with valve from the injection port. The manufacturing process includes a 100% inline valve leakage test. A cut valve will automatically be rejected if this had occurred during production. Therefore, this reported nonconformance could have occurred out of the manufacturing facilities. The root cause of the reported issue could not be determined.